Event description:
Customer reported unit shut down without alarm. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
Patient information is considered confidential and will not be released by the hospital.